Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys tsh assay results for 10 patient samples tested on a cobas 8000 e 801 module. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number was (B)(4). Review of the analyzer alarm history did not give any indication of an issue. The customer was using rack adapters. The field engineering specialist inspected the analyzer and did not find any problems. The discrepant results started to occur when the customer switched to a new pack of reagent. Based on the information provided a definitive root cause could not be determined.